Manufacturer narrative:
Block h6: imdrf device code a1401 is being used to capture the reportable event of balloon deflated. Imdrf device code a010402 is being used to capture the reportable event of balloon migration. Imdrf impact code f2202 is being used to capture the reportable event of additional endoscopic procedure.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on (B)(6) 2023. After a period of weight loss, the patient experienced weight gain on an unknown date in (B)(6) 2024. On (B)(6) 2024, the patient presented to the hospital due to the weight gain. A gastroscopy was performed confirming the balloon was not found in the stomach. The patient did not notice that the balloon migrated out of the stomach. The orbera365 intragastric balloon exceeded the intended 12-month maximum placement period. The patient is reportedly doing well and there were no complications as a result of this event. Please note: "patients must be advised that the igb is intended to be placed for 12 months maximally, at which point removal is required. Longer periods of igb placement increase the risk of igb deflation (a reduction in size of the device due to loss of saline) which can lead to intestinal obstruction and risk for death. The risk of these events are also significantly higher when filled to a larger volume than indicated (greater than 700cc)."